Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, "signs of capsular contracture", baker grade unknown.

Event description:
Healthcare provider reported right side seroma-late, "signs of capsular contracture", baker grade unknown, as well as "breast pain" and an "oval and circumscribed nodule". The following events have been deemed not device related: "hair loss, blurred vision, arthralgia." Device has been explanted.